Event description:
Rptr c/o pain and joint tenderness, in arms, chest and hip; sjogrens; 100 degree fever and positive ana - 250 dilution; 10/2 co silicone-gel one implant became swollen, yellow and filled with body fluids; oozing silicone evidenced when implant removed in 1993. Implant migrated to armpit and was severely deteriorated. Rptr has innumerable doctors records of tendonitis, costochondritis, fever, dry eyes and schirmer's, following implantation with implantd in 1989 with explantation in 1993. Some problems continue.